Event description:
In 1971 placement of gel prosthesis. Developed sarcoidosis in the early 1980's with fatigue, malaise, bladder problems, with use of prednisone for breathing problems. The breasts have also gotten very hard. There is pain in the sternum. Physical examination shows contracture with tenderness along the sternum. Because of possibility of contracture with systemic symptoms that may be associated with implants, implant removal and capsulectomy are medically necessary.